Manufacturer narrative:
(B)(6).

Event description:
The international customer reported the patient's family indicated that while the v60 unit was put on the patient, the power cord was detached by them and the device was operating with battery for a long time; then it suddenly stopped operating without sounding low battery alarm. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.